Event description:
It was reported that the ilet experienced intermittent connectivity with a dexcom g7 continuous glucose monitor (cgm) sensor resulting in brief signal loss followed by glucose readings resuming two minutes later; the user also reported repeated g7 sensor issues. No clinical signs, symptoms, or conditions were reported. Outcomes included no medical intervention and no hospitalization. User support included troubleshooting and education regarding bluetooth connectivity between the sensor and the ilet. Investigation of this case revealed transient signal disruption between the dexcom g7 and the ilet with no evidence of sustained device failure. It was concluded, based on previously established findings for similar reports, that intermittent bluetooth interference and sensor performance issues were the most likely contributors.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.